Manufacturer narrative:
Additional information was received about the patient and the healthcare provider. (B)(6). Sex/gender: male. Additional reporter: dr. (B)(6). Health professional - yes. Occupation - physician. The patient's right eye had the implant. No vitrectomy, enlargement nor patient injuries reported. Patient is fine. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens (iol) model zlb00 was explanted from a patient because the patient was unhappy with glare and halos. The lens was cut in half to be removed. Another iol, model zcb00 was implanted successfully. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturer for evaluation. The lens was inspected with magnification. The lens was cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis was not possible. The manufacturing record and related documents show that the production order was manufactured according to specifications. The in-line optical inspection data showed that the lens was within specification in terms of optical power. During the manufacturing record review of the production order for this serial number, no non- conformances were identified. A search on complaints related to production order was conducted and revealed that no other complaints for this order number have been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.